Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's mother described the reaction as red skin that was raised and itchy. The reaction was located around the adhesive. On (B)(6) 2016, the patient's mother took the patient to the dermatologist due to the skin reaction from the sensor adhesive. The patient's doctor prescribed a steroid cream and recommended that the patient not wear the sensor until the rash had healed. No additional event or patient information was provided. No product or data was returned for evaluation. However, a photo of the reaction was provided. The reported event of skin reaction insertion was confirmed. A root cause could not be determined.